Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported having high blood glucose. The customer stated that she felt the insulin pump was not delivering the insulin, and it was not alarming. Troubleshooting was declined as she has done the testing and the problem was not solved. No further information was provided.